Event description:
The customer initially reported being unable to obtain readings due to receiving a sensor error message while wearing the adc device. A replacement product was ordered and due to a delivery delay, the customer was unable to monitor glucose levels. As a result, the customer required unspecified third-party intervention, however, customer was unable to provided further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.